Event description:
Technician alleged the siderail is not latching. No patient impact.

Manufacturer narrative:
The technician found a missing shoulder screw on the siderail. The technician replaced the shoulder screw and bolt on the siderail to resolve the issue.